Event description:
Based on the report, the product was returned as an implant failure because of the bone condition. The pt had moderate oral hygiene and poor bone condition. The fixture was placed with a one stage surgery in tooth location #14. Allograft was used as a bone augmentation material. The doctor indicated that the device was not received damaged or defective such that it would not perform as intended. The implant was removed because of infection and bone condition. Very soft bone was detected at osteotomy site. The pt outcome was recovered without any complications.

Manufacturer narrative:
Conclusion: based on inspection results and the DHR review, the returned product has been found to be within specification. The overall success rate for dental implants is about 95%. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, pt bone condition, pt oral hygiene, or pt behavior.